Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 350 mg/dl at the time of call. The customer stated that the insulin pump was not working and blood glucose went up to 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer was not able to troubleshoot at the time of call. The insulin pump will be returned for analysis.